Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. The allegation was confirmed. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complaint states that inaccurate readings were reported. The sensor was inserted into the arm on (B)(6) 2023. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. The allegation was confirmed. The probable cause was determined to be inaccurate cgm values were found. No injury or medical intervention was reported.